Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the screw ran through the plate at the most distal side. This is report 2 of 2 for complaint (B)(4).